Manufacturer narrative:
Additional information: a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the lips. About 2 week after the injection, the patient stated having episodic swelling. Patient was not initially seen and based on photos provided by the patient, the healthcare professional noted that the symptoms was angioedema in the lips. It was noted that angioedema can be drug related but has other causes and many cases are idiopathic. The event was not considered to be a life threatening injury or illness and the patient will be seen by an allergist/immunologist for workup. About a week later, the patient had been prescribed with ceterizine which was not considered to be necessary to prevent permanent damage. Symptoms are ongoing and patient is to be reassessed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of angioedema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the lips. About 2 week after the injection, the patient stated having episodic swelling. Patient was not initially seen and based on photos provided by the patient, the healthcare professional noted that the symptoms was angioedema in the lips. It was noted that angioedema can be drug related but has other causes and many cases are idiopathic. The event was not considered to be a life threatening injury or illness and the patient will be seen by an allergist/immunologist for workup. About a week later, the patient had been prescribed with cetirizine which was not considered to be necessary to prevent permanent damage. Symptoms are ongoing and patient is to be reassessed.